Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (concentration unknown; dose unknown) via an implantable infusion pump. The noted indications for use are non-malignant pain and degenerative disc disease. The patient's husband found the patient naked last night ((B)(6) 2015). The patient had mental status changes, was lethargic, twitchy and required emergent dialysis. It was considered a sudden change in therapy or symptoms. The hcp was unaware of any recent refills or dosing changes. The patient's test results included a blood urea nitrogen (bun) of 116, a capillary refill time (crt) of 12 and a ph of 7.06. The hcp was asking for assistance to stop the pump. The emergency procedure for emptying the pump reservoir was reviewed with the hcp and faxed. The option of placing a magnet over the pump temporarily was also reviewed with the hcp. The diagnostics, interventions and patient outcome were not reported. Additional information has been requested, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.